Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h1: updated to malfunction. H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The anchor and stay suture were not returned. The inner shaft has fractured inside of the outer shaft, but the fractured piece was not returned. The insertion device has no other visible defect, and bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A clinical review states that photos of the device were provided for review and confirm the breakage; however, it does not indicate a root cause for the device breakage. Visual inspection from the returned device also confirmed the reported fracture. Based on the information provided, the clinical root cause of the reported events could not be determined. The device IFU, does caution that, ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the material of the inserter shaft is intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. Migration is unlikely as it was noted that the metal fragment was left within the bone canal. Local irritation/discomfort should not be ruled out. The patient impact is determined to be the retained fragment. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair procedure, a 4.5 mm footprint pk anchor broke along with its metal shaft. The handle was removed from the patient; however, the anchor could not be located, and it was suspected that it had gone into the bone canal. An x-ray was performed, which confirmed that the metal tip was inside the patient. The metal tip was left inside the patient to avoid creating a bigger bone hole. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up into an additional bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.